Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a vascular interventionism. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start. Fse analyse the system and found that the failure had been detected in the installed host pc battery. Fse replaced the host pc battery and loaded the system software. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not start. The device was in clinical use. No patient harm reported. The philips field service engineer went on site and replaced pc battery, and the system software is loaded again, leaving the equipment operational. Philips has started an investigation of the complaint.